Event description:
Pt hospitalized for dka.

Manufacturer narrative:
The pump was returned and evaluated by animas. The eval identified that the pump was operating according to spec including delivery accuracy.